Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative an osseotite® implant 4 x 11.5mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions were noted on the per is bruxism. The reported device was located on tooth 34 (fdi) and was used for approximately 4 years. Device history record (DHR) review was completed for the subject lot number (2010070681). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2010070681) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). UDI not available.

Event description:
It was reported that the implant fractured without any impact on the patient's health.